Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that a b30 scope communciaton error occurred. The customer confirmed that the 190 series egd scope worked fine on another tower, tac suggested to try another 190 colonovscope and the error did not generate. The customer was not able to get another egd scope to test as they were all dirty, the customer will call back at a later time for further troubleshooting. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source had a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.